Manufacturer narrative:
The customer complaint that this product got the holes on this product's shaft cover near the tip of the shaft during use is confirmed. Visual examination of the returned used device, item esa-5396, performed per design print, found the electrode tip burned near the tip of the shaft, and found no issues with critical dimensions. The ceramic found intact and no cracks are identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. Per the IFU, the user is also advised electrodes must only be used in a conductive fluid medium to avoid insulation damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. If higher than normal power settings are required, check for obvious defects and proper adhesion. Do not reuse or relocate the dispersive electrode (pad) after initial application. Use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report is being submitted to correct the following fields: the narrative should read "a two-year review of complaint history revealed there has been a total of 12 complaints, regarding 17 devices, for this device family and failure mode. (B)(4). It was originally reported as " a two-year review of complaint history revealed there has been a total of 12 complaints, regarding 17 devices, for this device family and failure mode. (B)(4). The number of shipped units was corrected, however the other information remains unchanged and correct. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the distributor reported issues with ultrablator 90 degree, 110mm length, 3.2mm diameter, item esa-5396, serial #(B)(4) that occurred at the (B)(6) medical center on (B)(6) 2019 during an arthroscopic meniscus repair procedure. It was reported "that during surgery, this products got the holes on this product's shaft cover near the tip of the shaft during use." It is indicated that there was no impact or injury to the patient and the procedure was successfully completed. Additional information obtained indicates that the issue occurred when the surgeon used this product to remove a soft tissue during the latter half of the procedure. It is noted that an arthroscopic camera was being used at the same time the issue was noticed. The procedure was successfully completed using the same device in question with no delay. No other information was made available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.